Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the right ventricular lead was observed to not be capturing. The lead was capped and replaced on 06 dec 2019. The patient was stable throughout.